Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. The issue occurred at the beginning of an unspecified procedure. The procedure was completed with an unquantified delay due to time needed to change to a different device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the reported defect was not reproduced during the device evaluation. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.